Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03008 and 3005099803-2009-03013 for the other associated device information. It was reported to boston scientific corporation that three resolution clip devices were used in a hemostasis procedure of the stomach. Pt's age, weight and gender were not provided. According to the complainant, during the procedure, the physician could not advance the clips from the sheath and the blue over sheath grip detached. A fourth resolution clip device was used to complete the procedure. There has been no report of complications or injury to the pt due to this event. Post procedure, pt's status was stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.